Event description:
A routine si-bone procedure was performed using stereotactic image guidance. The first two devices were placed without incident. The third device at the s2-3 level was accompanied by brisk arterial bleeding during the cage impaction stage. At this point, there was already a large bony defect in the ilium and sacrum which was made in preparation of cage placement, with potential for pelvic fracture as has commonly been reported on the maude web site. It was therefore felt that the best option was to rapidly continue to insert the si-bone device, followed by tamponade of the bleeding. Blood pressure remained constant, and the blood bank was notified to send blood to the operating room. However, when the hemoglobin was measured after placement, it had fallen from 12.1 to 5.9. This reflects the relatively large branch of the superior gluteal artery that unavoidably was damaged by the third cage placement in the setting of a dysmorphic sacrum, which pulls the proximal branch of the artery posteriorly into the path of the more caudal cage trajectory. The brisk arterial bleeding and loss of blood to a hemoglobin to a level of 5.9 represents a "near miss." Summary of recommendations to si-bone: the soft tissue protector on this device is perpendicular to the axis of the protector. The lateral wall of the ileum is on an angle with relation to this rather than perpendicular to the axis. Therefore, it is unavoidable that soft tissue will creep under the soft tissue protector on one side, as likely happened in this case during the cage impaction stage. Soft tissue that gets stuck to a device can transmit force to the superior gluteal artery causing damage, as well as to the superior gluteal nerve. Direct trauma to these neurovascular structures can also occur at any stage of the procedure, even when proper technique is utilized. It is recommended that the soft tissue protector be redesigned to protect soft tissue creep under the unprotected side of the device. Summary recommendations to the FDA for the maude website: injury to the superior gluteal artery and/or superior gluteal nerve is an unavoidable adverse event when performing a lateral approach to the si joint. This is a commonly performed procedure and was used in this particular patient using the si-bone device placement procedure. The superior gluteal artery is quite close to the trajectory for the lateral placed hardware into the si joint. The trunk of the artery traverses the lateral ilium coming from inferiorly, so the largest branches are more likely to be damaged by the bottom 2 of 3 devices that are placed. Literature for laterally placed trauma screws at the s1 level rather than s2 or s3 levels therefore does not predict severity of vessel injury from more caudal devices. For this reason, and particularly in patients with a dysmorphic sacrum, trauma sacroiliac screws may be a predicate device for efficacy, but not safety. Some investigators reported that damage to the superior gluteal neurovascular bundle is unavoidable during percutaneous iliosacral screw insertion, including unavoidable injury to 18 % of superior gluteal arteries in a cadaver study (c. Collinge, d. Coons and j. Aschenbrenner; risks to the superior gluteal neurovascular bundle during percutaneous iliosacral screw insertion; j orthop trauma 2005; 19: 96-101). Other investigators (g. Maxwell et al., sacral dysmorphism increases the risk of superior gluteal artery injury in percutaneous sacroiliac joint fusion: case report and literature review; cureus 2021: doi: 10.7759/cureus.19532) report an even greater elevated rate of postoperative disruption of the superior gluteal artery following percutaneous si joint fusions in patients with a dysmorphic sacrum. Although the risk is increased in patients with dysmorphic sacroiliac joints (which is actually quite common in patients with si joint pain), injury still can happen in patients with normal pelvic anatomy. The superior gluteal artery and nerve provide neurovascular supply to the gluteus medius and gluteus minimus muscles. The superior gluteal artery cannot be visualized during the operation and is generally not visualized by any radiologic study before surgery. In this patient, the superior gluteal artery that was hit in an unavoidable manner during the cage placement stage of the procedure was sufficiently large that the patient rapidly bled down to a hemoglobin of 5.9 before bleeding could be sufficiently tamponaded. This constituted a "near miss." Review of the maude website reveals about 50 such significant hemorrhages, many also with neurovascular damage. A small minority of hemorrhages likely included bleeding with misplaced devices or drilling into the pelvic cavity rather than bone, but the majority of hemorrhages can be inferred from the site to be from the superior gluteal artery. Those deaths that are reported seem to be affiliated with hemorrhage. Other life-threatening significant adverse events that are reported on the maude website include pelvic fractures as well as intraperitoneal injuries to the viscus organs or other organs. Finally, the most common adverse event is neural injury, including the l5 nerve root, the s1 nerve roots as well as the superior gluteal nerve. In all cases of neural injury or vascular injury, corporate mitigation reports the devices are misplaced by the surgeon. The commonality of these events with numerous events reported weekly is a system problem, not a surgeon problem. Complications such as damage to the superior gluteal artery and nerve are unavoidable by design of the trajectory of placement of the cages, particularly in cases of s2 and s3. Damage to nerves at the top of the sacrum (l5 nerve root injury) or the s1 nerve root and foraminal region are generally due to poor training, poor preoperative planning, and x-ray rather than stereotactic intraoperative navigation, not poor technique. FDA safety report ID #:(B)(4).